Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available. The investigation has been reopened. Depuy will notify the FDA when the investigation is complete.

Event description:
Update 6/21/2016 - sales rep reported patient was revised due to acetabular osteolysis.

Manufacturer narrative:
Updated: brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege the patient suffers from pain.